Event description:
The customer reported that the central nurse's station (cns) monitors were flickering, and asked what could have caused the malfunction. No known impact or consequence to patients was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated that the monitors kept flickering on a central nurse's station (cns) device. Customer inquired as to what was causing the issue. They did not provide the serial number of the device. Nk tech support advised the customer on what might be causing the issue and provide part # a/e188968 power brick, elo 24 inch. Customer "rushed off" the call and gave no other details. Nk tech support could not confirm name of the caller. Service requested: inquired on possible causes of flickering screen. Service performed: nk tech support provided the part # but the call was rushed off by customer. Further information could not be obtained. Investigation summary: due to insufficient information, the root cause of the issue could not be determined. Customer "rushed off" the call and gave no other details. Nk tech support could not confirm name of the caller. The following fields are not applicable (na) to this report: a2 - a6. B2. B6. B7. D4 lot # & expiration date. D6 - d7. D9. F10. G6. G8. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4 serial number. D11 & c2 concomitant medical device. F9 approximate age of device. No serial number was provided, so the age of the device is unknown. H4 device manufacturer date. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) monitors were flickering, and asked what could have caused the malfunction. Nihon kohden technical support (nk ts) stated that the power supply, display cable, or software could be causing the issue. The customer asked for the part number of the transformer and if it was in stock. The customer could not confirm the serial number of the cns. He did not give any further details or confirm his name. No known impact or consequence to patients was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Approximate age of device. No serial number was provided, so the age of the device is unknown.

Event description:
The customer reported that the central nurse's station (cns) monitors were flickering, and asked what could have caused the malfunction. No known impact or consequence to patients was reported.